Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#:(B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for a while now the pt had issues charging their implant, the issues have gotten worse in the last 2 weeks and today was the worst. When the pt charged their implant the rtm got "blazing hot" and left a mark on the pt but the mark would eventually go away. Patient said it took them 3 hours to charge their implant to 20% charged. Patient had attempted to go through passive recharge mode and got the quality low 0-0-high 0. It was also reported that the patient's controller will display a white screen (pt verified when recharging implant and not when recharging implant), sometimes the controller would shut off as well. Pt had reset their controller but the issue still persisted. Patient had also received error messages. Patient said that they then dropped their controller causing the screen to crack. Patient was then unable to check their position but during the call pt was able to check their position.